Event description:
Further follow-up from treating neurologist revealed that the pt's device was disabled and lamictal has been increased. Pt is currently maintaining seizure control with medication. There are no plans to have revision surgery. Treating neurologist is discontinuing vns therapy and plans to have the device explanted. Although alleged lead break could not be confirmed, the likely cause of the high impedance event is lead discontinuity.

Event description:
Reporter indicated that device testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. Device diagnostic testing at previous office visit approx four months prior was within normal limits, indicating proper device function at that time. The pt reportedly experienced a recent increase in seizure activity, for which antiepileptic medications were prescribed. The pt's seizures are reported to be under control with the use of the antiepileptic medications. It is not known whether the pt has experienced any recent injury or trauma that may have damaged the vns threapy system. Treating neurologist indicated that the pt is doing much better following adjustments to his drug regimen. Neurologist is considering not performing revision surgery since the pt's seizures are under control with medications, but will not make final decision until after discussing the situation with the pt's family. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system, though a lead break could not be ruled out due to some portion of lead being hidden from view behind the generator. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance. Lead break is suspected. Revision surgery will likely be performed if neurologist chooses to continue the vns therapy.